Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during use, the device reported an error, code tf507, and the air supply was stopped. The device was replaced. No harm to the patient was reported.

Manufacturer narrative:
In conjunction with all data collected during the investigation, the exact root cause of the investigated issue could not be identified. Attempts have been made to obtain additional information regarding the resolution, however, we were unable to collect more details. As per common local practice in country of the event, the user reported this issue to the competent authority. The event was then verified by the local hamilton medical subsidiary through a report submitted to the local competent which was accepted. No further action needed.